Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) reported a shoulder MRI was needed. The patient had intermittent therapy. It was unknown if the implant was on. The hcp stated the patient reported it was intermittently working, not working at all, had on/off issues, and was dead as a door nail. Not a lot of information was known by the hcp regarding the issue with the implantable neurostimulator (ins). Relevant medical history included non-malignant pain. No causes, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.